Event description:
PICC line was inserted in 2002. The following morning at 8:30am, nursing personnel noted that the PICC line was broken at the distal end of the butterfly. PICC line was removed and replaced. This is the 3rd incident report involving boston scientific product #45-432.